Manufacturer narrative:
The facility reported following a patient endoscopy procedure, an endoscope was being precleaned with intercept detergent when the physician returned and inserted the endoscope into the patient again. The patient was exposed to the intercept detergent remaining on the endoscope being used. Medivators regulatory affairs contacted the facility to provide the intercept detergent safety data sheet and provided the (B)(4) emergency phone number. The facility reported the affected patient had experienced massive trauma prior to the procedure and therefore it would be difficult to identify the symptoms specific to the intercept detergent chemical exposure. Medivators ra followed up again with the facility two weeks later and they reported the patient was doing fine. They reported to have changed their endoscope reprocessing processes to avoid this event from happening again. This complaint will continue being monitored in medivators complaint handling system.

Event description:
The facility reported following a patient endoscopy procedure, an endoscope was being precleaned with intercept detergent when the physician returned and inserted the endoscope into the patient again. The patient was exposed to the intercept detergent remaining on the endoscope being used.